Manufacturer narrative:
Result of investigation: as the endoscopes have not been sent back, a final determination of the root cause is not possible. As the customer describes that both worked for a while, it is most likely that they got damaged during use, by e. G. Application of too much force during the procedure. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "2 flex-xc1 091271-06 during rirs procedures suddenly went out. The vigilance case involved 2 pieces of the same device with the same lot number as they were used during the same surgical procedure. There was a delay of procedure of less than 15 minutes".no negative impact in state of health reported.